Manufacturer narrative:
We received one (B)(4) catheter without a syringe for evaluation. The reported event of balloon deflation issue was not confirmed. The balloon was examined and the balloon latex and both windings appear to be in good condition. The balloon was inflated with 1.7ml air and the balloon inflated clear and concentric. The balloon deflated in less than 2 seconds without the syringe attached. The balloon was again inflated using 0.9ml water and the balloon inflated clear and concentric and did not leak. Balloon deflation was achieved in 7 seconds by pulling back on the syringe plunger as recommended. The thru-lumen was found to be patent and did not leak. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that after normal saline was injected into the balloon, it could not be deflated during use. No patient complications were reported. Inquired of patient demographics, unable to be obtained.